Event description:
It was reported that the device was unable to be interrogated using bluetooth (ble) telemetry. It is unknown if this was due to the device or the merlin programmer. The programmer was switched off and on again and the device was able to be successfully interrogated afterwards. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to interrogate due to error messages was confirmed. Based on the information provided, the first error message of invalid model number/invalid serial number was due to a blu1000 dongle being connected to the merlin programmer. The second error message of ¿device reset has occurred¿ was not observed in the programmer logs that were provided and therefore could not be confirmed.